Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported approximately four months after the placement of the port catheter on the right upper chest via the right internal jugular vein, and when the patient returned to the hospital for eighth chemotherapy, the port device was allegedly unable to be aspirated. Reportedly, the exudate was identified around the hub of the introducer needle when the saline was being infused. It was further reported that an x-ray allegedly demonstrated a subcutaneous catheter break at the junction of the port and the catheter with the migration into the pulmonary artery. Reportedly an additional intervention was required to remove the port and the migrated catheter under interventional surgery. The patient was reportedly stable after the device removal procedure.